Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor exp rect remote 550cc, tissue expander prosthesis experienced right-sided deflation post procedure. As a result, patient underwent replacement with a new expanders on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received with the device indicated that the left side was deflated and date of explantation was on (B)(6) 2022., patient replaced with cat#: 3504310m, lot#: 7711996. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on july 29 , 2022: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the exp rect remote 550cc tissue expander was found to have a tear on the union between shell and patch. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue was addressed through mentor¿s quality system. During manufacturing, 100% of the devices were inspected for holes or tears. During the inspection, each device is inflated with air and submerged in 100% isopropyl alcohol (ipa). While submerged, a qualified operator will apply pressure on the device by gently squeezing and will observe for bubbles escaping the device that would indicate a leak. For the lot number reported in this complaint, no device was identified and rejected for leaks. In conclusion, with consideration to process controls and manufacturing records reviewed, the tear reported could not be confirmed as a manufacturing defect. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on august 22, 2022 indicated that the device was used on back of the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on july 08 , 2022: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the exp rect remote 550cc breast implant was found to have a tear on the union between shell and patch. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue was addressed through mentor¿s quality system. During manufacturing, 100% of the devices were inspected for holes or tears. During the inspection, each device is inflated with air and submerged in 100% isopropyl alcohol (ipa). While submerged, a qualified operator will apply pressure on the device by gently squeezing and will observe for bubbles escaping the device that would indicate a leak. For the lot number reported in this complaint, no device was identified and rejected for leaks. In conclusion, with consideration to process controls and manufacturing records reviewed, the tear reported could not be confirmed as a manufacturing defect. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).